Event description:
Boston scientific received info that this implantable right atrial pacing lead exhibited noise which was oversensed and resulted in inappropriate atr episodes. The noise started shortly after the pt had a lead revision procedure, and it was suspected that the atrial seal plug may have been damaged. No adverse pt effects were reported. The atrial sensitivity was reprogrammed to least and the lead remains in service. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.